Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated. On review the device time was correct but all other information was empty, indicating that the icm may have experienced an electrical reset. The icm was reprogrammed and remain sin use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.